Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency room due to a syncopal episode. They were able to catch a strip on monitor with the syncope correlating to it on non-capture. The output was increased and during the overnight stay, the patient had a pause noted on telemetry. The implantable cardioverter defibrillator (ICD) was reprogrammed further and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory was performed and no anomalies were found. No anomalies found. Cannot confirm loss of capture.